Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and error codes related to the charging of the internal battery were observed. The device's internal battery and power management board were replaced to address the issues.